Event description:
The hospital reported the t.w. Power supply functioned for a period of time before becoming intermittent, and ultimately failed completely during a procedure. It's unknown if the pre-test was done. The extension cable was changed, and the issue persisted. It's unknown if the device shut off after 15 seconds. Polyfuse does not have a user indicator. Continued with intermittent power. Power setting at 3. No change in power settings attempted. The age of the adaptor cable and extension cable is unknown. The power supply is on tower with other equipment. No procedural delay aside from time to troubleshoot with changed cords, and then bringing in a different vh-3010. The vh-3010 failed the service power tests preformed by biomed. No patient harm reported.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.